Event description:
The customer reported the vasoseal was deployed, and after 15 mins of hold time, the pt had a small hematoma. Site held non-occlusively for add'l 15 mins; hematoma compressed and hemostasis fully achieved. The groin was checked at 1600 (4:00) and was normal. Pt was out of bed at 1200 (8:00), groin was ecchymotic soft, and tender. At 2300 (11:00) no changes in site. On 10/15/98 at 8:00 dr checked pt and found moderate hematoma; no intervention noted for hematoma at the time. Pt discharged on 10/15/98 at 11:00. Pt returned (10/19/98?) To the hosp with groin pain, hematoma noted. Pt went for ultrasound guided compression of pseudoaneurysm and was successful. Pt released same day.